Event description:
Boston scientific received information that a latitude red alert was generated for a high pacing impedance measurement of greater than 2000 ohms, on this transvenous right ventricular (rv) lead. No adverse patient effects have been reported as a result of this observation.

Manufacturer narrative:
An attempt has been made to gather additional information about this event. Current records suggest that this rv lead remains in service at this time. This event will be updated if any additional information becomes available.